Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed. There was a broken solder connection at the distribution node to rear te cable in the trunk cable, causing fault. The belt was unable to pass falloff testing. Upon further investigation, the cause of the "add gel" messages was due to broken yellow and black gel fire wires at the distribution node (dn). The root cause for the broken solder connection was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.